Event description:
Revision surgery-knee was infected and surgeon did a poly swap. Original surgery date of the procedure is unknown, approx 13 years ago.

Manufacturer narrative:
No further info received. Encore will continue to research the complaint and will submit a follow-up report when the information is received.